Event description:
Customer reported that a pt presented with a left hand suture abscess at an unspecified time following endoscopic carpel tunnel release. The pt was prescribed antibiotics.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.